Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: when the stapler was used the device would not fire. The pt was not harmed. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. However, the case was delayed more than 30 mins due to locating a new device to use to complete the case.